Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("migration of essure device location of device: pelvis/one of the coils had perforated the tube and was not found during the first procedure same day, to find the coil which was resting against my rectum or in the area") and autoimmune thyroiditis ("autoimmune disease/autoimmune disorder type of disorder: hashimotos") in a 39-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anticardiolipin antibody syndrome. Concurrent conditions included overweight and anxiety. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced weight increased ("weight gain"), fatigue ("fatigue/ overwhelmingly tired, hard to function with basic life cares") and rash ("rash type- unslightly"). On (B)(6) 2016, 6 years 8 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and complication of device removal ("one of the coils had perforated the tube and was not found during the first procedure "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), headache ("headaches"), anxiety ("anxiety,"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), tinea versicolour ("rashes or skin conditions type: tinea versicolor"), migraine ("migraines"), arthralgia ("joint pain/elbows pain/knees pain") and urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti"). The patient was treated with surgery (surgery to remove the essure implant/hysterectomy (full)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, headache, anxiety, cystitis, tinea versicolour, migraine, arthralgia, urinary tract infection and complication of device removal outcome was unknown and the autoimmune thyroiditis, weight increased and fatigue was resolving. The reporter considered anxiety, arthralgia, autoimmune thyroiditis, complication of device removal, cystitis, fallopian tube perforation, fatigue, headache, migraine, pelvic pain, rash, tinea versicolour, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received with her demographic condition: events added: migration of essure device location of device: pelvis/one of the coils had perforated the tube and was not found during the first procedure same day, to find the coil which was resting against my rectum or in the area, infection (bladder/ urinary tract/vaginal) type: bladder infection, rashes or skin conditions type: tinea versicolor, migraines, joint pain/elbows pain/knees pain, infection(bladder/urinary tract/vaginal) type: uti and one of the coils had perforated the tube and was not found during the first procedure same day, to find the coil which was resting against my rectum or in the area. Event pt term updated: autoimmune disease/autoimmune disorder type of disorder: hashimotos, joint pain/elbows pain/knees pain, complication of device removal. Lot number added. Concomitant and historical conditions added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('migration of essure device location of device: pelvis/one of the coils had perforated the tube and was not found during the first procedure same day, to find the coil which was resting against my rectum or in the area') and autoimmune thyroiditis ('autoimmune disease/autoimmune disorder type of disorder: hashimotos') in a 39-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anticardiolipin antibody syndrome. Concurrent conditions included overweight and anxiety. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient was found to have weight increased ("weight gain/ rapid weight gain") and experienced fatigue ("fatigue/ overwhelmingly tired, hard to function with basic life cares") and rash ("rash type- unsightly"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and complication of device removal ("one of the coils had perforated the tube and was not found during the first procedure"), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), headache ("headaches"), anxiety ("anxiety,"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), tinea versicolour ("rashes or skin conditions type: tinea versicolor"), migraine ("migraines"), arthralgia ("joint pain/elbows pain/knees pain / mostly joint pain"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti"), lymphadenitis ("sticking with mesenteric adenitis") and dizziness ("dizziness"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and surgery to remove the essure implant/hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, headache, anxiety, cystitis, tinea versicolour, migraine, arthralgia, urinary tract infection, complication of device removal, rash, lymphadenitis and dizziness outcome was unknown and the autoimmune thyroiditis, weight increased and fatigue was resolving. The reporter considered anxiety, arthralgia, autoimmune thyroiditis, complication of device removal, cystitis, dizziness, fallopian tube perforation, fatigue, headache, lymphadenitis, migraine, pelvic pain, rash, tinea versicolour, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received : events added- lymphadenitis, dizziness. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("migration of essure device location of device: pelvis/one of the coils had perforated the tube and was not found during the first procedure same day, to find the coil which was resting against my rectum or in the area") and autoimmune thyroiditis ("autoimmune disease/autoimmune disorder type of disorder: hashimotos") in a 39-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anticardiolipin antibody syndrome. Concurrent conditions included overweight and anxiety. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced weight increased ("weight gain"), fatigue ("fatigue/ overwhelmingly tired, hard to function with basic life cares") and rash ("rash type- unsightly"). On (B)(6) 2016, 6 years 8 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and complication of device removal ("one of the coils had perforated the tube and was not found during the first procedure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), headache ("headaches"), anxiety ("anxiety,"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), tinea versicolour ("rashes or skin conditions type: tinea versicolor"), migraine ("migraines"), arthralgia ("joint pain/elbows pain/knees pain") and urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti"). The patient was treated with surgery (surgery to remove the essure implant/hysterectomy (full)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fallopian tube perforation, headache, anxiety, cystitis, tinea versicolour, migraine, arthralgia, urinary tract infection and complication of device removal outcome was unknown and the autoimmune thyroiditis, weight increased and fatigue was resolving. The reporter considered anxiety, arthralgia, autoimmune thyroiditis, complication of device removal, cystitis, fallopian tube perforation, fatigue, headache, migraine, pelvic pain, rash, tinea versicolour, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), anxiety ("anxiety,") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, headache, weight increased, anxiety and fatigue outcome was unknown. The reporter considered anxiety, autoimmune disorder, fatigue, headache, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.